Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 (city, region), e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted an unknown object protruding from the distal end of the device. The visual inspection of the returned device noted that a tack was stretched and malformed at the distal end of the shaft. The timing was disengaged for the instrument. Functional testing found that the trigger was jammed. The trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. It was reported that there was an issue with the tack penetration and the product's appearance. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the timing is disrupted and the tack dose not disengage from the instrument and pulled from the tissue at the same time, stretching the tack. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use excessive force when firing the instrument, as the instrument may jam. If a helical fastener becomes jammed, rotate the instrument counterclockwise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic endoscopic inguinal hernia repair procedure, when the device was fired at the time of fixating the patch, the tack remained connected to the device; it cannot be disconnected. A new tacker was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b3, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.